Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. The flexor balkin guiding sheath returned for investigation was separated into 3 segments. All segments were connected by exposed coiling. The first tubing segment (most proximal segment) measured 4.9cm followed by 5.3cm of exposed coiling. The second tubing segment measured 39.8cm followed by 6.0cm of exposed coiling. The third tubing segment (most distal segment) measured 9.9cm. The sheath tubing was frayed at the separation sites and displayed accordion-like damage. Also, the tubing was elongated. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events. There were no other reported complaints for this lot number. Numerous design verification and validation activities have been performed to ensure that this device meets design requirement, each sheath is 100% inspected and verified prior to release. Based on the available information, examination of the complaint device, and the results of the investigation; the root cause was determined to be related to patient condition. It is feasible to suggest that that the scar tissue could have damaged the device and/or caused the device to become stuck, which then could have led to the material separating during removal of the device. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor balkin guiding sheath was used in a right superficial femoral artery intervention via contralateral approach, and placed in the left groin. It was reported that the black coating and plastic sheath were broken and stripped off in two places. The wire support held the sheath together in those places. The patients anatomy was reported to be scarred. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.